Event description:
It was reported that pump battery seemed to deplete quickly, requiring charging about every two days. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, was out of warranty, and had already started process to obtain new device, so no further troubleshooting or confirmation of battery issue was completed.